Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to replace the large syringe. Twenty capped blood samples ran without issue. No further action was required by fse. The most probable cause of the reported event was due fault/failure of the large syringe.

Event description:
On (B)(6) 2016, the customer reported intermittent, low total area on capped, whole blood samples with their g7 analyzer. The customer reported that the issue began mid-run. Inspection of the hemolysis wash tubing did not reveal any kinks, loops, or pinches. Technical support advised the customer to attempt to run the samples uncapped and diluted and report back. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.